Manufacturer narrative:
Product complaint (B)(4). Exact day of the month unknown. Additional information was requested and the following was obtained: can the lot number of the device be provided? No. What were the indications for surgery? Rectal cancer. Can you please provide patient demographics including age, gender, and bmi? 60 plus, male. What type of leak test was performed in the initial surgical procedure? Air insufflation test. Can a detailed timeline of events, operative notes, or an autopsy report be provided? Confidential what was the date of the patient death? (B)(6) 2019. Has a cause of death been determined? Intrabad sepsis. Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing factors to include patient factors? Please explain. Yes. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? No.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: is the lot/batch number of the device available? N/a. How was it confirmed that the batch was impacted? Surgeon signed the supplementary notice from j&j to continue using cdh29a after the recall was initiated. What were the indications for surgery? N/a. Were there any issues experienced with the device in the initial surgical procedure? N/a. What healthcare professional fired the device and what is his/her experience with the device? Very experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 30 seconds. Was the device difficult to close? No. Was the device difficult to fire? Yes, it always difficult to fire due to the washer. Did the healthcare professional receive audible & tactile feedback when firing the device? No crunchy sound but the purse string was cut . Were the donuts inspected? If so, please describe. Yes, full donut. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? Yes, intraop. If so, what was the result? Negative. How was leak identified? Patient deteriorated. Were there any issues noted with staple formation at any point throughout the care of the patient? Surgeon mentioned he did not notice stapler shape as the staplers were formed inside the tissue. If so, please describe the shape. What is the current status of the patient? Passed away within a week. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the lot number of the device be provided? What were the indications for surgery? Can you please provide patient demographics including age, gender, and bmi? What type of leak test was performed in the initial surgical procedure? Can a detailed timeline of events, operative notes, or an autopsy report be provided? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing factors to include patient factors? Please explain. Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed to determine if the device was manufactured within the bounding time period of the field action - us FDA # z-1269-2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot/batch number of the device available? How was it confirmed that the batch was impacted? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. What is the current status of the patient?

Event description:
It was reported that following an anterior resection, a post-op leakage occurred (after 24 hours) on patient after using the impacted batch of cdh29a. The exact lot number is unavailable as the products were immediately discarded after surgery. Prior to that, surgeon has signed the supplementary notice by j&j. Patient underwent a revision surgery to re-suture the anastomosis area.